Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. However, the device was unable to be tested for a red light and no alarm due to the condition of the device, so the original complaint issue was not able to be confirmed. The device was replaced. Fields were updated accordingly.

Event description:
Dealer states the alarm is not working.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states the alarm is not working.